Event description:
The pt reportedly experienced loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the device has been scheduled.